Manufacturer narrative:
This report is based solely on the customer reported issue. Customer reported the unit was serviced by a 3rd party, therefore device evaluation by sechrist will not be performed. Service report, submitted by the customer, did not determine the root cause of the malfunction. The unit was serviced and approved for use. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
Customer reported the blender is defective. Inspected with oxygenation and it shows only 20% oxygen at any condition. The issue was discovered during priming and no patient incident was reported.